Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: it was detected that the setting time was significantly higher than normal. The hospital requests the change for another different lot. The hospital informed that this cement has always been used without problems, the storage conditions have not changed, so I request the relevant change. Today the hospital have 17 in stock, of which their lots are: code: 3315040 and lot 8422528 (2 units) , code: 3315040 and lot 8468054 (10 units) , code: 3315040 and lot 8447720 (5 units).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the complaint states "[translation] event: it was detected that the setting time was significantly higher than normal. The hospital requests the change for another different lot. The hospital informed that this cement has always been used without problems, the storage conditions have not changed, so I request the relevant change. Today the hospital have 17 in stock, of which their lots are: code: 3315040 and lot 8422528 (2 units), code: 3315040 and lot 8468054 (10 units), code: 3315040 and lot 8447720 (5 units), the surgeon detailed the event to the sales representative; "on several occasions the setting of the cement was given at 7 minutes passing from the union stage to the setting directly without going through the molding stage, and so that it was not set before placing an implant, they had to mix it and in a granulated state and make the cement to finish the procedure in time¿ retained samples of the lot numbers on this complaint were conditioned to 23°c ready to be tested for dough/ setting times and handling characteristics. The control specifications for the depuy cmw 1g are as follows: dough time: 2m maximum, setting time: 7m to 10m 30s, handling characteristics: soft. The results for the tested lots are: 8422528, dough time: 1m 25s, setting time: 7m 50s, handling characteristics: soft. 8447720, dough time: 1m 30s, setting time: 7m 45s, handling characteristics: soft. 8468054, dough time: 1m 20s, setting time: 7m 50s, handling characteristics: soft. When compared to the setting time graphs at the end of IFU-063004 rev 3, a setting time of 7 minutes as included in the additional information supplied by the hospital, suggests that the operating room/ conditioning area for the cements was around 22°c and is in line with the IFU. A root cause cannot be determined as it has not been possible to replicate the complaint problem with the testing of the retained sample, and the setting time reported in the complaint is within specification. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Device history lot: device history reviewed: 8447720: 0 non-conformances on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.